Event description:
It was reported that the ventilator generated technical error codes indicating power error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was confirmed during inspection. According to received service report, the power errors disappeared after adjusting o2 cell cable. The liquid/moisture from o2 cell was found. Power failure -12 volts too high alarm shall be triggered when 12 v supply is more than 10.8 v for more than three seconds. Power failure 12 volts too low alarm shall be triggered when +12 v supply is lower than +10.8 v for more than three seconds. The pre-use check was performed and failed in internal test, barometer test and turbine and gas supply test. The control printed circuit board (pcb) was identified as defective as well. Control pcb contains electronics responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. The causes of the claimed issues in this customer product complaint have been determined. The issues were related to components failures.

Event description:
Manufacturer's ref. #: (B)(4).